Event description:
The surgeon reported performing cataract surgery with implantation of the istent in the pt's left eye. During surgery a cyclodialysis cleft was created inadvertently and the stent became lost in the cleft. No intervention was performed and postoperatively the pt had good visual acuity and good iop control.

Manufacturer narrative:
The stent remains in the pt and is not available for eval. The device history records were reviewed and there were no issues found. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).